Event description:
Pt was undergoing removal of mediport. The line fractured and a portion remained in her right ventricle. The pt was transferred from our postanesthesia care unit to medical center under the care of interventional cardiology.